Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer jumped into the pool while connected to the pump. Reportedly, the wake button is slightly risen on one side and triggering button alarms. Contact stated they pressed the button multiple times and the button alarm was able to be cleared. In addition, it was reported that the touchscreen was turning off and on. It was indicated that the customer has back up insulin pens and manual injections for continued insulin therapy. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The investigation has been completed and the reported touchscreen issue was unable to be confirmed. However, a different issue was found.